Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-125mg/dl fasting: verified the strips expire 11/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed blood test, 190mg/dl fasting. Attempted to review meter memory but customer stated the meter only viewed 190mg/dl and 113mg/dl, we attempted to view memory several times with no success. Customers concern is that her meter is registering lower than her moms contour. Customer performed a blood test with her trueresult and obtained a 66mg/dl, she then tested with her mothers contour meter 45 minutes later and obtained a 290mg/dl.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 11/17/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed blood test, 190mg/dl fasting. Attempted to review meter memory but customer stated the meter only viewed 190mg/dl and 113mg/dl, we attempted to view memory several times with no success. Customers concern is that her meter is registering lower than her moms contour. Customer performed a blood test with her trueresult and obtained a 66mg/dl, she then tested with her mothers contour meter 45 minutes later and obtained a 290mg/dl.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).